Event description:
Ous MDR - after an implantation time of approx. 1 day, it was reported that the atrial lead was dislodged. Per the report from (B)(6), this lead was not explanted and there is no indication of surgical intervention. Device was not returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.